Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was blocked the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Clinicians reported having difficulty when infusing IV tylenol as a secondary infusion. Clinician stated¿ tylenol comes in a glass bottle, it is one of the only medications that we run via a secondary line, when we hang it the infusion starts fine, then when we come back in the room to check it, the infusion has stopped¿. Bd secondary set ms3500-15. No patient harm. No additional information provided. Cpc reviewed secondary setup, luer connection, and infusing from a glass bottle with clinicians.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.